Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected a21 alarm anomalies noted. No unexpected a35 alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 478 mg/dl at the time of incident and the current blood glucose was 274 mg/dl. The customer was treated with insulin pump. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.